Event description:
It was reported that the patient's interstim had been working well for her. The patient called her hcp and said she was not having the same efficacy with the device. The hcp took an x-ray and compared it with an x-ray from implant and found that the lead had migrated deeper compared to the intraoperative positioning. The hcp decided to program higher electrodes and the patient experienced a return of the therapy. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4).